Event description:
It was reported that an asymptomatic patient presented in-clinic for a normal follow-up. Far p-wave oversensing was observed on a stored egm. Programming changes were made. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.